Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all both exhaust tubes of the pump. The detachment end of the longer exhaust tube revealed the surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the pump. The detachment end of the cylinder 1 strain relief revealed surfaces to be rough and irregular. A group of partial striations, indicating contact with unshod instrumentation, were noted on the strain relief of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. A group of separations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This was a site of leakage. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that both exhaust tubes of the pump were overlapping each other. Microscopic examination of the detachment end of the longer exhaust tube revealed the surfaces to be rough and irregular, indicating stress was exerted. However, as no information was provided as to the reason for revision, and due to the instrument damage noted on the strain relief of cylinder 1, quality cannot confirm if the rough surfaces of the longer exhaust tube detachment were a failure site or a result of excess stress during explant. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was removed/replaced on (B)(6) 2020. No information regarding the reason for revision was received.